Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: (B)(4) - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> yes, was device explanted? --> false, did patient require revision surgery? --> false, patient status/ outcome / consequences --> was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, patients experience oozing post-op (with or without prineo usage) & only some leads infection and is generally treatable. But off late the infection rate & duration is high. Dr thinks prineo makes it difficult to treat they have currently stopped using in tkr to analyze the cause. The surgeons didn't experience any change in manufacturing quality or application. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date in 2023 and topical skin adhesive was used. The surgeon reported infection and blisters due adhesive application. They had to redo knee implant in patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. What was the procedure date? Feb 20. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. As per IFU, in knee flex position on dry clean wound what prep was used prior to, during or after adhesive use? Wound cleaned and dried with betadine prior to application, nothing after was a dressing placed over the incision? If so, what type of cover dressing used? No dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes, allergy test done as per protocol. Patient demographics: initials / ID, gender, age or date of birth; bmi not disclosed patient pre-existing medical conditions (ie. Allergies, history of reactions) nil has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Normal what is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon feels, in cases where oozing is expected, infection develops on prineo and is taking longer to treat than a closure with suture. H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was returned inside the sterile packaging unopened. Upon visual inspection, the sample was observed conforming according to manufacturing specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain caution: about skin sensitivity the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.